Event description:
It was observed during the device inspection, that the colono videoscope exhibited foreign objects inside the connecting tube and the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material could not be removed due to scratched/dented insertion section even the user conducted reprocessing properly. Additionally, it was stated the burnt plastic distal cover did not occur. The root causes of the reported events are unable to be determined. Olympus will continue to monitor field performance for this device.